Event description:
Customer was transferred over from bayer for assistance with programming the meter ID into the insulin pump. Blood glucose reading was 400 mg/dl. The customer stated that she has already programmed the meter ID into the insulin pump and had a hardware issue with the meter. Transferred customer back to bayer. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.